Manufacturer narrative:
The reported events were helix mechanism issue and electrode damaged. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood or tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of electrode damaged was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being clogged with blood or tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead was damaged and the lead's helix failed to retract. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.